Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: capsular contracture: unable to observe. Seroma-late: unable to observe. Edema: unable to observe. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. The reported events of "capsular contracture, baker grade iii," "seroma-late," and "edema" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: device rupture, seroma-late, edema, device rupture, and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade iii, swelling and late seroma diagnosed by ultrasound. Device has been explanted and replaced with non-allergan brand.